Manufacturer narrative:
An event of aortic insufficiency due to a prolapsed leaflet was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2011, an aortic valve replacement procedure was performed and a 21mm trifecta valve was implanted. An echo performed revealed a mean gradient of 9.5mmhg. In january 2019, a tte revealed severe aortic insufficiency due to a prolapsed leaflet. On (B)(6) 2019, a valve in valve procedure was performed and a 23mm corevalve was implanted. Post-procedure, the gradient was reported to be 18mmhg. The patient is reported to be stable.

Manufacturer narrative:
Further information regarding this event has been requested.

Event description:
On (B)(6) 2011, an aortic valve replacement procedure was performed and a 21mm trifecta valve was implanted. An echo performed revealed a mean gradient of 9.5mmhg. In (B)(6) 2019, a tte revealed severe aortic insufficiency due to a prolapsed leaflet. On (B)(6) 2019, a valve in valve procedure was performed and a 23mm corevalve was implanted. Post-procedure, the gradient was reported to be 18mmhg. The patient is reported to be stable.